Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The patient's presenting rate could not be determined. Attempts to strengthen the telemetry for interrogation was not successful. The device was subsequently replaced.